Manufacturer narrative:
(B)(4). Optical examination reveals a small crack on the top side of the upper pivot pin on the right side of the micropituitary. Visual the front handle is leaning to the right at a 4° angle and the top arm is slightly bowed upward in the center. These observations make it appear excessive force caused the crack near the pivot pin. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the instrument fractured at the working end pin. It was found during use in a case. No patient complications were reported.